Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging severe fatigue. There was no serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged having nsevere fatigue. There was no serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The manufacturer found evidence of liquid ingress on the blower box, dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed in ER (B)(4) (v1). The device's event logs were downloaded and reviewed. No errors were logged. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown was observed in this device. Section d9, g3 and h6 has been updated in this report.